Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products: durom acet comp 46/40 code f # item 01.00214.046 lot unk, metasul large diameter hd 40/f # item 01.00181.400 lot unk. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately 9 years post initial surgery due to elevated ions level, especially cobalt, difficulty of mobility, ocular thrombosis and pseudo-tumor on the right groin.